Event description:
Procedure type: prostatectomy. According to the rptr: the device was used to retrieve a prostate specimen during a laparoscopic prostatectomy and on pulling the string to remove the bag from the holder the plastic sheared away from the metal rim and a part of the plastic fell inside the pt cavity. This was noticed immediately by the surgeon and removed.

Manufacturer narrative:
(B)(4).